Event description:
Pt being treated for a trimaleolar fracture was implanted on (B)(6) 2012, with lcp tubular plate, (6) screws and a lag screw in the distal tibia, (2) 4.0mm partially threaded cannulated screws in the malleolus and (2) 4.0mm partially threaded cannulated screws in the distal tibia, placed anterior to posterior. Pt was returned to the operating room on (B)(6) 2012, for removal of hardware due to infection. Surgeon removed all hardware and pt was revised to external fixator. Pt is in a wound vac. Implants will not be returned. This is 6 of 12 reports for this event.

Manufacturer narrative:
Without a lot number a review of the device history records could not be completed. The investigation could not be completed; no conclusions could be drawn as no product was returned.